Event description:
It was reported that customer did not see drops of insulin at end of tubing during Fill Tubing step of Load Sequence and had not completed steps to remove air from cartridge before filling it. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to complete cartridge air removal step before filling, planned to contact healthcare provider for prescription, relied on multiple daily injections for insulin delivery until able to load new cartridge with insulin and perform air removal, and was advised to follow up with Technical Support if issue persisted; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.